Event description:
Patient reported join pain, pain, swollen lymph nodes in her underarms, head, and behind ears, and extreme fatigue against left device. The device remains implanted.

Manufacturer narrative:
The reported event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and pain.